Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. After, when controlling waste fluid in the ward, negative pressure could not be applied. The reservoir was replaced, but the same issue occurred. Negative pressure could be applied in the 3rd reservoir. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported on mw# 2210968-2021-12527, mw# 2210968-2021-12528.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4, h6 component code: g07002 reported condition not returned. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.